Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the colonovideoscope had no image. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and corrections. Updated fields: b5, d9, h2, h3, h6 and h11 corrected fields: a2, a4, a5, a6, b5, b6, b7, h6 and h8 the device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the reported malfunction no image could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient harm. No additional information received from customer